Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6) hospital. The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the provided picture and video observed a leak at the level of the replacement y-connector.the reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m150, an external fluid leak was occurred and a code 20 alarm was triggered. There was no patient involvement. No additional information is available.